Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the hospital nurse regarding the reported event: the issue occured with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, the surgeon was not attempting to manipulate any instruments from the surgeon console at the time of the event. The nurse indicated that the failure was not related to an inability to move the instrument. Moreover, the movements of the surgeon scaled appropriately to the instrument. No injury to the patient was confirmed.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the endoscope base moved abnormally after being installed onto the universal surgical manipulator (usm). The customer informed the system initially powered on without errors and system functionality was checked. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended customer to remove the endoscope and reinstall. The customer followed instructions. But the issue remained. The customer informed they tried to reboot the system and replaced another endoscope, but the issue could not be fixed. No further errors appeared on the touchscreen. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse reviewed the error log and no error related to the issue was identified. The endoscope base moved normally. The endoscope worked well in operating heel table. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.